Event description:
It was reported that the system is not alarming while transporting patient. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The customer's biomed advised the philips remote service engineer that he tested the device and fond that there was no issue with the device. A field service engineer was requested by the customer's biomed onsite for certification of the device. According to history, attempts were made to contact the customer for scheduling, but it was unsuccessful. The absence of further calls supports that the reported problem was resolved. The device remains at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.